Event description:
The customer reported that on (B)(6) 2014 at 8:52 am she activated a new pod and on (B)(6) her blood glucose and insulin history is as follows: time: 6:00 pm, bg (mg/dl): "high" (>500), bolus (u): 3.10; 9:17 pm, "high". She was feeling nauseous and vomiting. At 9:20 pm, the pod was deactivated ane she noticed the cannula was bent. The pod was discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.